Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from meter memory of 181 and 148 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 10/18/2018 and open vial date is 09/22/2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 181, 148. Customer called concerned of erratic results. He is also concerned that readings are higher than normal. Customer tested back to back yesterday, (B)(6) 2017, and received results with over a 30 point variance. Customer's normal fasting range is 100-120mg/dl.